Manufacturer narrative:
An event of aortic insufficiency was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided

Event description:
On (B)(6) 2011, a 23mm sjm trifecta valve was implanted. On (B)(6) 2021, a valve in valve was performed due higher grade ai (aortic insufficiency) and a medtronic evolut r valve was implanted. The patient was reported to be in stale condition.